Manufacturer narrative:
Updated fields: b4,d9,g3, g6,h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ECG lead wire ((B)(4)). The unit was then working okay. The iabp was handed over to the customer in working condition.

Event description:
It was reported that a defective leadwire was identified on the cs300 during a routine device check by the customer. No patient was involved.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.